Manufacturer narrative:
D9 - date returned to MFR: 3/9/2026. Received one (1) used. List #142409291, primary plum set with one (1) used. List #unknown, bag spike with chemolock injector and one (1) used. List #unknown, chemoport with one (1) used. List #unknown, freeflex cloruro sodico 0,9% 250 ml fresenius kabi intravenous bag; lot #13ugf151 and one (1) used. List #unknown, microclave extension set with one (1) used. List #unknown, catheter for inspection. As received, the filter was wetted out. Received four (4) photos, one (1) of the packaging and three (3) of the leak from the filter vent. The set was leak tested per specifications and leakage was observed from the filter vent. The complaint of a leakage can be confirmed in the filter vent but leakage through the filter vent cap could not be replicated but can be confirmed based on the customer provided photos. The probable cause of leakage in the filter vent is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The probable cause of leakage through the filter vent cap is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received. The investigation is pending.

Event description:
It was reported that the medication spilled through the filter located between the spike and the air chamber. This incident has occurred in several systems used in the day hospital with doxorubicin. The event occurred in four sets where it leaked through the air filter window. They've detected the leakage since the medication being used was red. The event occurred during use on a patient. It was reported that the staff and patient were exposed to the medication aerosols, as it was leaking through the filter during the administration of the treatment until the leak was detected. This is the fourth of four events. There was patient involvement and delay in therapy but there was no patient harm/adverse event.